Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the system was found to be fully functional and the reported issue could not be replicated. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while setting up for a procedure, the viewing station of the imaging system could not boot. The surgeon opted to complete the procedure without the use of the imaging system. The surgeon opted to complete the procedure without the use of the navigation system. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. Medtronic received information that the issue occurred thirty minutes prior to the procedure. The site opted to complete the procedure with a c-arm.